Event description:
Information was received indicating that a smiths medical cadd cassette reservoir leaked. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. One sample was received in used conditions, decontaminated, without its original packaging and inside in a plastic bag. Visual inspection was performed at 12 to 16 inches under normal conditions of illumination. The sample unit did not present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. Could cause the failure mode reported. During the functional testing, the sample unit had a leak in the bag specifically by the lower corner. The most probable root cause is medication bag was mishandled during the assembly process. Production personnel were notified by the quality engineer regarding the defect reported by the customer and reinforced the correct handling of the medication bag in the assembly process.